Event description:
It was reported through clinic notes that the patient was referred for prophylactic generator replacement. The notes indicated that the mother reported that the patient's vns was not helping but seemed like it was choking her. Upon follow-up with the nurse, she reported that they had increased the settings at the prior appointment but the patient's mother still felt it wasn't helping and the patient was choking with stimulation the nurse indicated that planned surgery was to preclude a serious injury because they thought there may be something wrong with the vns. Diagnostics were within normal limits. No further relevant information has been received to date. No known relevant surgical intervention has been received to date.

Event description:
The patient's generator was replaced due to prophylactic reason. Product return is not expected.